Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0pgyf, ubd: (B)(6)2018, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they got their ins and lead replaced because there was a problem with the leads, the leads were bad. They didn't know exactly what the problem was, but they said that something was wrong and the stimulation didn't work at all. They didn't think it was related to the ins even though they got a new ins during the procedure. They tried turning stimulation up and down, but it never worked due to the lead issue.